Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was 147 mg/dl. Customer stated that they unable to clear alarm and right before they got a low reservoir and tried to clear it but none of the buttons were responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.